Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and a mesh and (bs) lynx were implanted . The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient had bladder surgery in 2009.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat pelvic relaxation, anterior and posterior colporrhaphy with mesh graft posteriorly and sacrospinous ligament fixation and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, bleeding, infection, bowel problems, recurrence and dyspareunia. It was reported that on (B)(6) 2011, the patient underwent bilateral paravaginal repair with anterior colporrhaphy, tension free vaginal taping using lynx system and cystoscopy. (B)(4) ¿bowel problems; undefined recurrence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal scar, adhesions and stress urinary incontinence.

Event description:
It was reported that following insertion the patient experienced vaginal scar, adhesions and stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse, cystocele, rectocele, paravaginal repair, and sacral spinous ligament fixation and mesh was implanted. It was also reported that at the time of implant the patient underwent the concurrent procedures of cystoscopy, anterior and posterior colporrhaphy and sacrospinous ligament fixation, and anterior and posterior repair. It was reported that the patient was readmitted to the hospital on (B)(6) 2006 for vaginal bleeding and had evacuation of a hematoma and resuturing of the posterior repair. It was reported that on (B)(6) 2006 that the patient was readmitted to the hospital for fever and started on IV antibiotics. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-33684. The same patient is represented in each medwatch.